Event description:
The customer reported failing platelet (plt) backgrounds and a fluid leak of unspecified volume from the probe of a coulter act diff analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/06/2015 and decontaminated the instrument to resolve the plt background issue. The fse replaced the dual diluent filters (fls1 and fls3) to resolve the leaking probe issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).